Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The pump started alarming the day prior. The eos alarm occurred. The patient did not experience symptoms. The patient was taking oral baclofen. The pump was just filled on (B)(6). Per hcp, the cause of the event was fatal error. The pump beeped and stopped working. The pump was explanted. It was indicated that it was normal battery depletion. There was no injury. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter: product ID 8575, lot# n0047635, implanted: 2005-(B)(6), product type accessory. (B)(4).